Event description:
It was reported that the spinal cord stimulation (scs) lead migrated. The clinical study patient was hospitalized and underwent a lead revision procedure where the lead was re-positioned. The patient was discharged the following day, has recovered, and the event has resolved.